Event description:
Pt was being transferred from bed to wheelchair. The liko universal sling was attached to the sling bar. Back support of the bed was being raised. When the lift arm was raised a loud sound was heard and the pt fell to the side due to detachment of one sling loop from the sling bar. The pt was located above the bed with one caregiver at the same side where the sling loop detached the pt fell back onto the bed. No injury was reported.

Manufacturer narrative:
(B)(4). MFR was notified of the alleged incident in (B)(4) 2011. The sling is in use at the facility. The staff at the nursing home believe that this incident was caused by user error, as the sling was not correctly attached to sling bar at the time of the transfer.